Event description:
Gia 100mm-3.5 ref#gia10038s, lot#p7g1150klx, serial # (B)(4), broke when attending used it on the patient, the staple fired without releasing the staples. No harm to the patient, attending aware, management aware, stapler sent to sterile processing and distribution. Manufacturer response for stapler, gia (per site reporter). None to date.